Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the cartridge tubing was kinked and not allowing insulin to be primed through during the fill tubing step. Blood glucose was 211 mg/dl. A new cartridge was successfully loaded to address the event.